Event description:
It was reported that during preparation for the left atrial appendage closure laac procedure, to treat atrial fibrillation, a versacross connect laac was selected for use. After the device was unpacked, it was found that the tip of the dilator got lifted during pre-use preparation according to the instructions for use. The dilator damage was noticed prior to removal from the packaging. The damage was not inflicted during user handling. No damage noted to the device packaging. The tip of the dilator got lifted, and media was provided for analysis. No reshaping of the dilator was done. It was determined that it would be dangerous to insert inside the patient as it is, so a new versacross connect was unpacked. After confirming that there was no problem with the dilator, the procedure was performed and completed without any problem.